Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plbl lav br there was erroneous results. The following information was provided by the initial reporter. The customer stated: there were "issues with samples collected in the edta k2 tubes. In some samples, there was thrombocytopenia (low level of platelets) and lumps of platelets on the slide."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results or platelet clumping were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. In addition, visual inspection of 195 retention samples from each lot was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results and platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plbl lav (B)(4) there was erroneous results. The following information was provided by the initial reporter. The customer stated: there were "issues with samples collected in the edta k2 tubes. In some samples, there was thrombocytopenia (low level of platelets) and lumps of platelets on the slide."